Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. They were unable to perform functional testing due to button/keypad anomaly. There was no moisture damage inside the pump. The pump had cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 20 mmol/l at the time of incident. The customer stated he had a bicycle accident and fell into the water. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.